Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (3/15/2017) pfs and medical records received. Alleges pain and stiffness, inability to perform physical recreational activities, as well as trouble standing for long periods, bending, sleeping, walking long distances, emotional distress, anxiety, metallosis. Revision of the patient's right hip indicated the presence of elevated metal ions. No revision operative notes are available for the left hip at the present time. Stem and elevated metal ions added to the complaint. Prod/lot updated for previously reported products.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address pain. Update (3/15/2017) pfs and medical records received. Alleges pain and stiffness, inability to perform physical recreational activities, as well as trouble standing for long periods, bending, sleeping, walking long distances, emotional distress, anxiety, metallosis. Revision of the patient's right hip indicated the presence of elevated metal ions. No revision operative notes are available for the left hip at the present time. Stem and elevated metal ions added to the complaint. Prod/lot updated for previously reported products. The complaint was updated on: 4/5/2017. Update apr 20, 2017: legal medical records received. Pfs alleges that the patient fell down stairs at work, ruptured several disks in back, and triggered necrosis in hip. After reviewed of medical records for MDR reportability it was confirmed that the patient was revised to address pain. On the operative notes it was stated that there was some minimal evidence of trunnionosis, have a small area of osteolysis around lesser trochanter. No evidence of any soft tissue destruction and pseudotumor. No laboratory values provided. This complaint was updated on may1, 2017. / /

Event description:
Ppf alleges dislocation with open reduction, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:  UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Update apr 20, 2017: legal medical records received. Pfs alleges that the patient fell down of stairs at work, ruptured several disks in back, and triggered necrosis in hip. After reviewed of medical records for MDR reportability it was confirmed that the patient was revised to address pain. On the operative notes it was stated that there was some minimal evidence of trunnionosis, have a small area of osteolysis around lesser trochanter. No evidence of any soft tissue destruction and pseudotumor. No laboratory values provided. This complaint was updated on may 1, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.